Event description:
It was reported in neurosurgery that the patient underwent angioplasty and stent placement. Ten minutes after stent placement, angiography revealed a non-flow limiting instent thrombosis (thrombus grade 1). The patient was given abciximab intravenously without improvement in the thrombus followed by intraarterial tissue plasminogen activator that resulted in clot resolution. The patient was given a thrombosis in myocardial infarction score of 3 (complete reperfusion) after the intervention. Pre procedure the patient had been taking 325mg of aspirin daily for the preceeding five days. The patient was given 300mg of clopidogrel the day before the procedure and 75mg on the day of the procedure. There were no complications or morbidity due to the stent thrombosis and the patient was discharged home.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Conclusion: anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Thrombus is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported in neurosurgery that the patient underwent angioplasty and stent placement. Ten minutes after stent placement, angiography revealed a non-flow limiting instent thrombosis (thrombus grade 1). The patient was given abciximab intravenously without improvement in the thrombus followed by interarterial tissue plasminogen activator that resulted in clot resolution. The patient was given a thrombosis in myocardial infarction score of 3 (complete reperfusion) after the intervention. Pre procedure the patient had been taking 325mg of aspirin daily for the preceding five days. The patient was given 300mg of clopidogrel the day before the procedure and 75mg on the day of the procedure. There were no complications or morbidity due to the stent thrombosis and the patient was discharged home.